Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was noted that the pacing impedance on this right ventricular lead had been rising and were out of range. The patient underlying rhythm is complete heart block and the patient is pacemaker dependent. A lead fracture was suspected and a revision procedure has been scheduled. No adverse patient effects were reported.